Manufacturer narrative:
Device evaluation - the lens was returned in a small vial. Visual inspection found the optic torn/split and the haptic torn/broken/bent/deformed. Claim #: (B)(4).

Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, diopter -13.5 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a larger lens, same diopter due to the patient experiencing low vault. The problem was resolved. As of the date of MDR reporting the lens has been returned but not yet evaluated.